Manufacturer narrative:
Event date: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section other applicable components are: product ID 3387, lot# unknown, product type: lead.

Event description:
Bereznai, b., steude, u., seelos, k., botzel, k. Chronic high-frequency globus pallidus internus stimulation in different types of dystonia: a clinical, video, and MRI report of six patients presenting with segmental, cervical, and generalized dystonia. Movement disorders. 2002. 17:1 (138-144). Doi 10.1002/mds.1250. Summary: the results of deep brain stimulation (dbs) of the globus pallidus internus (gpi) in six patients with generalized, focal, and segmental dystonia are presented. Reported events: it was reported that a (B)(6) female dyt 1 generalized dystonia patient (patient 2) who's severe in-turning of the foot completely disappeared on the right side and markedly improved on the left side" experienced a change in effect following the replacement of their deep brain stimulation (dbs) trial systems. It was stated that "after the second operation, the patient's left foot was asymptomatic but the right foot showed dystonic plantar flexion after walking 20 meters." T was noted "these different clinical results correlated with different electrode positions" and that "during the second implantation both electrode positions were accidentally more to the left by approximately 3 mm." The "accidental positioning of the electrodes to a much more lateral position (localization at the putamen/gpi border) reduced the clinical benefit of the dbs" and "caused the improvement to switch to the other side."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.